Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse checked the unit as per preventative maintenance (pm) & clinical mode, checked the pneumatic performance, and motor calibration. The unit was within factory specifications and no faults were found. The unit passed and was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had an electrical test code error #50. There was no patient involvement, and no adverse event reported.